Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to fluid loss from a break in the cylinders. It was further reported that only one of the cylinders was broken. Following the surgery the patient was doing fine and the device was working perfectly.

Manufacturer narrative:
Device evaluation: the ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the identified damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure.the other cylinder had a leak due to input tube wear and avulsion. The pump was not functionally tested due to contamination. The product analysis confirmed the allegation of cylinder fluid loss and break.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to fluid loss from a break in the cylinders. It was further reported that only one of the cylinders was broken. Following the surgery the patient was doing fine and the device was working perfectly.